Event description:
The customer alleges that the adaptor is not threading correctly to the oxygen outlet. The device cannot be fixed onto the oxygen outlet. No patient injury reported.

Manufacturer narrative:
(B)(4). Sample was not received in the original packaging box; visual inspection was performed on the sample and during the inspection the component mp-0321 (snap-on flowmeter adaptor) does not show any damage on the thread. Additionally a 1070ml sterile water bottle was received empty. To perform the functional test the empty bottle was filled with water to simulate the weight and then the adaptor was connected to the 1070ml aquapak; when the adaptor was connected to the oxygen outlet the sample was threading correctly and no issues were detected. After the adaptor was disconnected to the oxygen outlet the sample didn't present damage on the wing screw. Customer complaint is not confirmed since the sample was threading correctly to the oxygen outlet. However based on similar complaints a CAPA file (B)(4) was opened to further investigate this issue.

Event description:
The customer alleges that the adaptor is not threading correctly to the oxygen outlet. The device cannot be fixed onto the oxygen outlet. No patient injury reported.

Manufacturer narrative:
(B)(4). No visual inspection can be performed since the device sample is not available for evaluation. The device history record was reviewed for the reported lot number and no issues or discrepancies were found that could potentially relate to this issue. Based on similar complaints a CAPA file# (B)(4) was opened to further investigate this issue. This CAPA is owned by r & d. No conclusion can be established at this time based on the lack of device sample. Customer complaint cannot be confirmed, based on the lack of device sample. It is necessary to evaluate the device sample in order to perform a properly investigation. If the device sample becomes available this complaint will be reopened. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (403128; adaptor,028 neb,intl) available at the facility.